Event description:
After surgery closed w/suspect suture, pt developed cellulitis from foot to groin and required re-operation and prolonged antibiotic therapy due to difficulty identifying organism. Rptr called because she read an article in her local paper about ethicon sutures being contaminated and recalled.